Event description:
During preparation for a coronary artery bypass graft surgery, two heartstring seals "split" while loading the seals into the delivery tube. The hosp did not provide any add'l info. No pt complications were reported by the hosp.